Event description:
Reservoir leaked at o-rings.

Manufacturer narrative:
Currently it is unknown whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.